Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number: mw5158435, mw5158436, mw5158437.

Event description:
A voluntary MDR/medwatch report was received on 09/05/2024. It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.